Event description:
It was reported that the right atrial lead exhibited noise. The physician elected to cap and replace the lead. The patient was in stable condition before, during and post surgery. No additional information was reported.